Event description:
It was reported that the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing attributed to the respiratory rate trend (rrt). Technical services (ts) suggested turning the rrt off. The clinician also reported the patient having a burning sensation in the area of their device. Ts stated that the oversensing should not be causing those symptoms. Additional information indicated that the ra lead had one high out of range pace impedance measurement that was greater than 3000 ohms. Noise oversensing had also continued and the patient reported feeling dizzy and lightheaded. Though the clinician noted that the symptoms were not completely correlated with the episodes of oversensing. The clinician thought that the rrt was turned off. However review of the programming indicated that the rrt was still programmed on. The ra lead is from another manufacturer. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing attributed to the respiratory rate trend (rrt). Technical services (ts) suggested turning the rrt off. The clinician also reported the patient having a burning sensation in the area of their device. Ts stated that the oversensing should not be causing those symptoms. Additional information indicated that the ra lead had one high out of range pace impedance measurement that was greater than 3000 ohms. Noise oversensing had also continued and the patient reported feeling dizzy and lightheaded. Though the clinician noted that the symptoms were not completely correlated with the episodes of oversensing. The clinician thought that the rrt was turned off. However review of the programming indicated that the rrt was still programmed on. The ra lead is from another manufacturer. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.